Event description:
The hcp reported a study was done and "showed no movement and also noted that catheter appeared to be disconnected at pump." The pump had been infusing fentanyl. The patient is reported to be going to have a new pump implanted.